Event description:
It was reported this balloon was inflated multiple times without a pressure gauge, during a declotting procedure of a calcified graft. Upon removal of the balloon catheter, the balloon caught on calcification and a segment of the balloon detached in the pt. Uneventful percutaneous retrieval of the detached balloon segment followed. Another balloon catheter was used to successfully complete the procedure without any pt complications. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated two segments of balloon material were returned detached from the catheter shaft. The first segment was 8 millimeters long with the distal bond attached to it. The second segment was 3 centimeters long and inverted over itself on one end. Evaluation of the catheter shaft indicated adhesive was located at the distal bond area. One centimeter of balloon material was attached to the proximal bond area. The distal radiopaque marker had moved distally on the shaft 5 millimeters. All balloon material appeared to be present. The balloon material was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization in use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow up revealed a pressure gauge was not used to determine the adequate dilating force within the balloon. This device was used in a non-indicated procedure, declotting a calcified graft. Additionally, it was believed the balloon became caught on calcification during the procedure which resulted in the balloon detaching from the catheter shaft. Co believes the above factors may have contributed to this oaevent. However, co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synethetic vascular grafts... Ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the lliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended... It is essential that an inflation device with a pressure gauge to used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."